Event description:
On (B)(6) 2025, the parent's reported that the recipient could not hear sounds with the right-side device. The recipient had previously experienced a similar situation in (B)(6) 2024 but his hearing recovered after a few days. However, this time, the recipient's hearing did not recover, even after wearing a head bandage for several months. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. This is a final report

Event description:
On 16-feb-2025, the parents reported that the recipient could not hear sounds with the right-side device. The recipient had previously experienced a similar situation in (B)(6) 2024, but his hearing recovered after a few days. However, this time, the recipient_s hearing did not return, even after wearing a head bandage for several months. The recipient has been re-implanted.